Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-releasee specifications. Conclusions - as stated in the gore excluder aaa endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in pts with proximal aortic neck angulations exceeding 60 degrees. Complications that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 delivery system. The aortic neck was highly angled, measuring about 70 degrees. Completion angiography showed no evidence of endoleak. The pt tolerated the procedure well. On (B)(6) 2011, an intervention occurred to treat a proximal type-1 endoleak. The pt was implanted with two gore excluder aaa aortic extender endoprostheses. The endoleak was resolved. The pt tolerated the procedure well.